Event description:
The reusable femoral impactor head broke at the point where the head attaches to the impactor handle. The surgery proceeded without incident.

Manufacturer narrative:
The reusable femoral impactor head broke at the point where the head attaches to the impactor handle. The surgery proceeded without incident. Eval of the affected lot of material indicates that there is a specified radius missing at the bottom of the connection post where the fracture occurred.